Manufacturer narrative:
The prograsp forceps instrument was returned to intuitive surgical, inc. (Isi) for failure analysis evaluation. The prograsp forceps instrument was analyzed and failure analysis confirmed the customer reported complaint. The instrument grip pin was found to be missing. As a result, the grips were separated. The root cause is attributed to manufacturing. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci-assisted surgical procedure. The fragment was retrieved during the same procedure with no patient injury.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prograsp forceps instrument stopped working while being used. The pin from the tip of the instrument came out, fell inside the patient, and was retrieved during the same procedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the prograsp forceps instrument was inspected prior to use and there was no damage. It was 10 minutes into the procedure when the customer observed that the instrument was not performing as expected. The instrument pin came off and the surgeon noticed it. The customer tried to push the pin back in with a cadiere forceps instrument; however, the pin would not go back in. The surgeon then held the pin while the surgical staff tried unsuccessfully to take out the instrument through the cannula. During attempts to remove prograsp forceps instrument, the instrument's wrist was straightened. The surgical staff felt resistance upon attempts to remove the prograsp forceps instrument through the cannula. The customer had to remove the cannula with the instrument together. After removing the instrument and cannula, the surgical staff retrieved the prograsp forceps instrument and then put the cannula back in the patient. The customer then installed a needle driver instrument to retrieve the pin that had fallen inside patient's abdomen. The surgeon does not know why this occurred although the surgeon had noticed the instrument pin was loose. The instrument did not collide with any other instrument or hard material during the case. There was no damage to the cannula. No additional surgeries occurred due to this event. No post operative tests were performed. The patient did not return to the hospital due to any post operative complications.